Event description:
It is reported that surgeon, while attempting to prepare glenoid to receive baseplate implant, incurred a fracture of the glenoid rim which precluded him from using a tm reverse shoulder glenoid baseplate. Surgeon believes that bone was so osteoporotic that, when reamer encountered sclerotic rim bone, that it grabbed and fracture resulted. Also, the 7.5 drill did not seem sharp enough to ream into the glenoid vault. The drill continued to fracure glenoid rim as the surgeon attempted to apply sufficient pressure to drill the glenoshpere base plate post. Surgeon feels he could have used the baseplate up to the point that the glenoid was compromised by the 7.5 drill. Surgeon unable to adequately seat glenoid baseplate and achieve fixation, utilized a large humeral head which he felt provided him with sufficient stability and motion for this patient.

Manufacturer narrative:
Evaluation summary: fracture of glenoid rim might have been caused when reaming osteoporotic bone using baseplate reamer. Also 7.5mm drill was used to create hole for baseplate post. Normally, when there is good bone stock a 7.5mm drill is used, when poor bone stock exists a 7.5mm cortex drill should be used (sometimes 7.5mm compression plug is also used in combination with 7.5mm cortex drill to compress cancellous bone in vault). Also fracture of fragile porous glenoid rim might have been caused due to application of high pressure while using 7.5mm drill. However, exact cause cannot be definitively determined. Evaluation: no product or x-rays were returned for evaluation. Device history records indicate manufacture to specification.